Event description:
The pt received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2005. It was reported that the pt suddenly lost stimulation. She reported that some of her programs do not get past perception level and autoreduce. Diagnostic tests revealed invalid impedance readings on several lead contacts. The next course of action is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.